Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a pump error alarm. The customer's blood glucose was between 130 mg/dl to 140 mg/dl at the time of incident. The customer was able to clear the alarm but unable to rewind the insulin pump. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The device is expected to be returned for analysis.

Manufacturer narrative:
No motor movement alarm during the rewind test due to corroded motor home switch. No physical damage noted. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to no motor movement alarm.